Event description:
It was reported that during a biliary stenting treatment procedure the catheter was stretched. A biliary stent 7fr/5cm had been advanced to an unspecified biliary location. While attempting to deploy the device the physician encountered resistance and the catheter appeared stretched. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good".